Event description:
The physician attempted arteriotomy closure with the perclose a-t (the closer ak) device after an interventional procedure. The physician pre-dilated the vessel with an 8 fr. Dilator. During the insertion of the device, the physician reported that he heard a snap prior to achieving mark. The physician decided to remove the device. Through manipulation, the device was pulled back to expose the guide wire exit port. A guide wire was then inserted and the perclose a-t device was exchanged for the closer s 6 fr. Device, which has deployed successfully. Hemostasis and closure were achieved. After the procedure, the physician examined the device and discovered that the device fractured. The pt remains hospitalized due to other medical problems. It was reported that the groin looks "fine". There are no reports of any adverse pt sequelae.